Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was returned with the firing trigger stuck halfway and with a reload cartridge loaded in the instrument. The cartridge was returned partially fired and was noted to have a wedge band bypass as the right side was 3/4 fired and the left side was 1/2 fired. The cartridge was disassembled to verify the condition of the pan lockout tab and was found bent. The instrument was disassembled to verify the condition of the internal components and the left shroud pinion axle support was found damaged. No functional test was performed due to the condition of the instrument. Cartridge batch # x5dx5k.

Event description:
During a lavh, the device only partial fired on the second firing. The device only stapled and cut half way down the shaft. There was no pt consequence. It was not reported how the procedure was completed.